Event description:
It was reported that the user experienced hyperglycemia with a blood glucose level of 325 mg/dl after a bent infusion needle during an ilet supply change and subsequently administered multiple daily injections, and the user requested return of the device due to difficulty performing supply changes because of limited finger dexterity. Symptoms included elevated blood glucose. Outcomes included user-initiated discontinuation of ilet use and transition to subcutaneous insulin by pen. Investigation included complaint intake review and troubleshooting and education with the user and trainer. Investigation of this case revealed an unclear cause of the hyperglycemia beyond the bent needle during the supply change. It was concluded that the event involved hyperglycemia with cause unclear and no device alarms reported.